Event description:
The customer reported that total parenteral nutrition was prescribed to be infused at a rate of 62.5 ml/hour, however, the user inadvertently set the rate of 625 ml/hour. The issue was identified at the end of the infusion. The report suggests that the pt became hyperglycemic and required insulin. Although requested, no additional event or pt info provided.

Manufacturer narrative:
(B)(4). The customer provided very few details regarding the incident and the device. The info received from the customer via the affiliate suggests the incident occurred with an ivac pump and a data search of this customer's account showed that they have the ivac 598 in their hospital. Some of these devices were manufactured in the u.s. And some in the UK. Without the serial number it is not possible to identify the exact mfg plant/location of the implicated device. Although requested, no product was made available for investigation.